Event description:
Description: last night I ran out of saline and thought I was using my boy friends saline but was clear care cleaner and I soaked my contacts over night in this. This morning I put my right contact in and was immediate pain and burning. I could hardly get my contact out. Now I'm at work with a blood red eye and pain and it feels like something is in my eye. I called my eye care drs office and she said to put drops in my eye every hour and if not better by the end of the day to come in. The clear care bottle looks just like a saline bottle. But I will make sure I read next time before using. Patient counseling provided: unknown. Reporter's recommendations: make the bottles different and not to look like saline. Severity: error resulted in treatment or intervention; temporary patient harm. (B)(4).